Event description:
Reported one false positive sars result. The customer communicated the result tested negative by molecular (pcr testing). The customer was testing with an unapproved vtm (off-label).

Manufacturer narrative:
Investigation summary: customer was using off-pi media and cleaning procedure with bleach wipes under the lid is not recommended. A quidel representative visited the site and observed procedural errors that may have contributed to the event. Root cause: insufficient info;lab environment issue;no investigation required;off-label use. Source: phone.